Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional indicated that the patients weight was (B)(6), height was (B)(6). They intended to return the explanted device once the explant was performed

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (concentration 2.5 mg/ml, dose 0.7504 mg/day) and morphine ( concentration 3 mg/ml, dose 0.9005 mg/day) via an implantable pump for non-malignant pain. Around 8months -1yr prior the patient lost weight and the pump became uncomfortable. The situation was being addressed by the health care professional; the pump was being decreased and would eventually be removed, they had planned to move the pump to a different location but were unable to find a location that would be comfortable. No further complications were anticipated/reported